Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine the reported migration of partial clip movement. The reported patient effects of recurrent mr appear to be due to the partial clip movement. Dyspnea appears to be a cascading effect of the recurrent mr. Mr and dyspnea are listed in the instructions for use as known possible complications associated with the mitraclip procedures. The reported hospitalization and unexpected medical intervention were results of case specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 4 functional mitral regurgitation (mr) and enlarged atrium for a mitraclip procedure. One clip was successfully implanted, reducing mr to a grade of <1. On an unknown date, the patient returned to hospital with grade 4+ recurrent mr due to partial clip detachment from posterior leaflet. The patient was experiencing dyspnea. On (B)(6) 2025, an additional mitraclip procedure was performed. Two mitraclips were implanted, reducing mr to a grade of 2. There were no adverse patient effects or clinically significant delay reported. No additional information was provided.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 4 functional mitral regurgitation (mr) and enlarged atrium for a mitraclip procedure. One clip was successfully implanted, reducing mr to a grade of <1. On an unknown date, the patient returned to hospital with grade 4+ recurrent mr due to partial clip detachment from posterior leaflet. The patient was experiencing dyspnea. On (B)(6) 2025, an additional mitraclip procedure was performed. Two mitraclips were implanted, reducing mr to a grade of 2. There were no adverse patient effects or clinically significant delay reported.